Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Unomedical reference number (B)(4). Event occurred in italy. On (B)(6) 2024 patient reported that 10 adhesive patch lifts or detaches during use. The infusion set was in use for about half an hour or after a day. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.